Manufacturer narrative:
Medwatch voluntary report number: (B)(4). (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the claves of a one-link device for the ends of IV and PICC lines contributed to no flow. The reporter stated that the claves made it very difficult to draw blood off the central lines. The reporter stated they were unable to obtain blood return on PICC line unless the clave was removed, then all lines worked properly. There was no report of patient injury or medical intervention associated with this event. No additional information is available.